Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a polypectomy procedure. According to the complainant, when the snare was introduced into the working channel of the endoscope, the working channel began smoking. The snare was removed from the scope, but it is unknown if the procedure was subsequently completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. As it could not be determined whether the snare was defective or energy was inadvertently delivered, the event has been deemed MDR-reportable. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a polypectomy procedure. According to the complainant, when the snare was introduced into the working channel of the endoscope, the working channel began smoking. The snare was removed from the scope, but it is unknown if the procedure was subsequently completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. As it could not be determined whether the snare was defective or energy was inadvertently delivered, the event has been deemed MDR-reportable. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. Electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the working channel began smoking after introduction of the snare; the complaint was not confirmed. The device showed neither evidence of the reported issue nor any defect which could have contributed to the event. The batch/lot number of the complaint device was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4): smoke emitting from working channel of scope after introduction of snare. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.